Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, atrial lead exhibited under-sensing of fine atrial fibrillation episodes. No intervention was performed. Patient was stable.